Event description:
The user facility reported that during a surgical procedure, the column shroud became bound up, separated and fell down while trying to raise the bed. No injury to hospital staff or patients occurred. The patient was relocated to another table and the procedure completed without any further issue.

Manufacturer narrative:
An in-service was provided on 7/10/2013 by steris to the biomed department on proper use and maintenance of the table.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit. During his discussion about the event with the nurse manager, the technician confirmed that no injuries occurred. The table is not maintained by steris; the table is maintained by the facility's biomed department. The technician observed the shroud and central column had fallen to the base of the table. The most likely cause of the shroud binding is that they became misaligned and separated while the table was being raised. There was no indication that the customer had been improperly storing objects under the table. The hospital biomed department repaired the column shroud and the customer reported the table is operational and back in service. An in-service will be offered by steris to the biomed department on proper use and maintenance of the table.